Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered occlusion in infusion set tubing. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. This event occurred on (B)(6) 2024. No further information available.